Event description:
A customer reported experiencing a fill pump alert, though subsequent checks in the pump's history did not show any alerts or alarms. There was no adverse impact on the customer¿s blood glucose level, which remained within normal limits. The customer cleared the alert and resumed insulin successfully after receiving assistance from customer technical support. The support team attempted to obtain the customer¿s data for review, and the customer eventually uploaded it after initially being reluctant. Further consultation revealed that the alert was likely due to the customer opening the load screen after dismissing a reminder.